Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited light transmission issue, missing light guide adaptor, fiber breakage dents on distal edge, misaligned image, bent and loose outer tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light transmission issue, missing light guide adaptor, fiber breakage dents on distal edge, misaligned image due to bent and loose outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.